Event description:
Complaint in a litigation file brought by correctional facility alleges that, following implant of the neurostimulator device in 2002, the patient suffered burning, jolts, shocks and pain in the spine, beginning of that year and continuing to date.